Event description:
Forty to 50 days post-op, the pt developed a reaction/infection after starting physical therapy following an arthroscopic meniscal repair procedure. During the procedure, the surgeon sutured through the joint and came out of the medial side of the knee. The pt wore a cast from the ankle to the groin. There were no signs of reaction/infection until the cast was removed and the pt started physical therapy. The joint became swollen, and the suture sites were red with pus coming out of them. The pt was administered oral antibiotics and the surgeon did an arthroscopic washing procedure. The pt recovered from the infection. Cultures were taken but came back negative.